Manufacturer narrative:
All of the phoenix machines in the clinic were inspected to verify that the concentrate lines were securely attached to the concentrate connectors. The tech reported that all of the steel retaining clips were present on the concentrate lines inside the white male acid concentrate connectors. There have been no futher concentrate line disconnections in the clinic since this event.